Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during routine follow-up. Upon interrogation increased right ventricular lead impedance and capture thresholds were noted. Lead imaging was discussed. The patient will be monitored.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicates that externalized conductors were observed under fluoroscopy. The lead was capped and replaced.